Event description:
Procedure type: inguenal hernia repair. Pt gender: unk. According to the reporter, the balloon broke during inflation inside the pt. There was no report of pieces falling into the cavity or impacting the pt. The operating time was not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. No further pt. Info was released form the user facility.